Manufacturer narrative:
Advanced bionics considers the investigation into this reportable event as closed. The external visual inspection revealed silicone damage on the top and bottom cover of the device. This is believed to have occurred during revision surgery. The device passed the photographic imaging inspection. System lock was verified. The device passed the electrical and mechanical tests performed. This device was explanted for medical reasons. The device passed the tests performed. This older device configuration is no longer manufactured. This is the final report. Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.

Event description:
The company was informed the recipient's device was explanted due to non-use despite the device testing within normal limits. Advanced bionics is still in the process of obtaining additional information. When additional information is received, a supplemental report will be submitted.

Manufacturer narrative:
Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.

Manufacturer narrative:
The recipient is doing well following explant surgery. Advanced bionics received permission on behalf of the recipient to proceed with failure analysis on 08/01/2023. The explanted device was received at the company on 09/20/2023 and is currently undergoing analysis. Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.